Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 13 months post implantation, the patient was revised due to pain and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concommitant medical products: 141222 - biomet cc I-beam tray - j6785127 189042 - vngd ant stblzd brg - 542380 184764 - series a pat std - 739280 110034355 - refobacin bc r 1x40 us - 942bac2502 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00499.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h6; h10 no devices or photographs were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.